Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose was 14 mg/dl and customer was transported to the emergency room (ER) via ambulance. Customer could not recall information regarding treatment and assumed glucose was administered as treatment. Customer was transferred to the extended care portion of the hospital. Customer was medically stable; however, was in a confused/disoriented state. While hospitalized, customer was tested positive for pneumonia; customer could not confirm if pneuomina was related to the reported low bg. Customer was treated with antibiotics, insulin injections, "a banana bag¿, and food. Low bg was resolved and customer was discharged 24 hours later with no permanent injury. Customer alleged pump delivered 100 units of insulin without customer requesting/delivering a bolus. At the time of the report, pump was performing as intended. Although requested, customer could not recall the exact date of hospitalization or further details of the event.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the pump logs during (B)(6) 2019 shows no 100 unit boluses. Review of the pump settings shows 6 different personal profiles were saved in the pump, with total daily basal insulin ranging from 18-120 units between profiles. User switched between different personal profiles several times each day, resulting in approximately 34 units total daily basal insulin being delivered on average during the month of june 2019, with several days ranging in the 40s-50 units per day. On (B)(6) 2019 at 3:23 am, user activated a personal profile programmed to deliver 120 units basal insulin per day and did not switch profiles again until (B)(6) 2019 at 12:45 pm, resulting in 105.75 units basal insulin being delivered on (B)(6) 2019 alone. Low blood glucose (bg) was not entered into the pump by the user or recorded by continuous glucose monitor (cgm) on (B)(6) 2019. Cgm readings of ¿low¿ (less than 40 mg/dl) were recorded by cgm on (B)(6) 2019, and both cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. At 1:08 am and 1:53 am on (B)(6) 2019, user set 1 hour temporary rates at 0 percent of basal insulin, but cancelled both prior to 1 hour. At 3:23 am, user requested a 1.9 unit bolus for a bg of 206 mg/dl, then cancelled the bolus prior to delivery. At 3:48 am, user entered a bg of 120 mg/dl and delivered an 8 unit bolus by manually entering units of insulin to be delivered. Cgm reading at 3:48 am was 186 mg/dl. The depletion of the estimated volume of insulin in the cartridge in use on (B)(6) 2019 was reviewed and compared to the requested delivery. The cartridge was filled with approximately 199 units of usable insulin on (B)(6) 2019. Review of the individual insulin delivery events prior to the low bg shows approximately 167 units were requested via basal, 18 units via bolus, and 13 units during the load process, for combined requests of approximately 198 units prior the pump declaring an out of insulin alarm on (B)(6) 2019, indicating 0 units usable insulin remained in the cartridge. It is possible the user¿s personal profile settings need adjustment. Delivering a bolus based on incorrect bg values could lead to a low bg event. There is no evidence in the logs that unintended insulin was delivered; the volume of insulin pumped out of the pump is appropriate to the insulin requests. There is no evidence that the pump experienced a malfunction or failure.